Event description:
On (b)(6) 2026 Dr at the account treating the patient reported that material removal is needed to resolve the nodules after off label injection in cheeks; medical intervention required.

Manufacturer narrative:
On (b)(6) 2026 Dr at the account treating patient reported that material removal is needed to resolve the nodules after off label injection in nodules in cheeks condition, medical intervention required.B3: Date of Event: (b)(6) 2026: Date doctor reported medical intervention required.D4: Bellafill model and lot information not provided after multiple attempts.G3: Date received by manufacturer: 07/08/2026, date doctor reported medical intervention required.D9: Device not available for evaluation. Bellafill syringes are single use devices that are typically discarded after use. Per BellafillIFU; "The syringe and any unused material should be discarded after a single treatment visit".Bellafill indications for use: Bellafill® is indicated for the correction of nasolabial folds and moderate to severe, atrophic,distensible facial acne scars on the cheek in patients over the age of 21 years.